Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition of up to 6 seconds. It was determined that this was due to electromagnetic interference (emi). Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.